Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed sv_int events; however, a specific cause for the event could not conclusively be determined through the evaluation. The submitted left ventricular assist device (lvad) event and periodic log file observed sv_int events throughout the duration. No other notable events were captured, and the pump appeared to function as intended throughout the duration of the file. It was reported that the customer was unable to adjust settings from monitor. The patient's hematocrit (hct) was unable to be updated. It was later communicated that the controller was exchanged and after the exchange the settings were able to be adjusted. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 7 of the IFU and section 5 of the patient handbook outline system alarms, including the lvad fault alarm, and the recommended actions associated with these events. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that customer was unable to adjust settings from monitor. Patient was stable in hospital for vomiting. Medical team went to update patient's hematocrit (hct) and heartmate touch monitor was not accepting update. Message displayed "processing¿ followed by ¿unable to update¿. It was also attempted to make changes from a system monitor. There was no message but there was a pause, then there were no changes made. Monitor and power module were switched, still would not accept update to hct or any other settings such as speed/low speed. The data showed multiple pulsatility index (pi) events that were occurring on 09apr2024 8:58:58 - 10:24:22. The controller was exchanged without incidence, and it was able to adjust all settings. Further review of the left ventricular assist device (lvad) event and periodic log files revealed multiple sv_int events throughout the log files, indicating a communication issue between the system controller and the lvad.